Event description:
The customer reported via phone call indicating that the insulin pump had damaged. Customer's blood glucose was 400 mg/dl. The customer stated that there is crack on the device. The customer stated that she recall dropping the insulin pump few times. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unit received with cracked case at display window corners, belt clip slot and battery tube threads. Unit received with minor scratches on lcd window.